Manufacturer narrative:
Device was discarded. Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
It was reported that, "3 x 285mm starting k wire broken during the opening reaming of the canal."